Event description:
The facility reported a fail code that the rate changed by itself during patient infusion. There have been no reports of any patient incident involving this pump since the last baxter service event.